Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported by the patient that the patient went to clinic visit and was told by physician that the device could not be telemetered by programmer. The device remains in use. No patient complications have been reported as a result of this event.